Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. As received, neither plastic optical fiber (pof) was protruding. The pofs also did not protrude when the device was articulated in all directions. Therefore, the complaint was not confirmed. As received, the working channel sleeve did not protrude. However, maximum protrusion was noted when the large knob was articulated in the counterclockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The evaluation revealed that the working channel sleeve protruded from spyscope ds. Further investigation found that the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was found that the light guide part of the device protruded from the tip of the spyscope ds. Reportedly, it protruded when angle of the scope was applied, and it returned to its original state when it the device was in relaxed position. The procedure was still completed with this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.